Event description:
Pt has collapsed at work and went to the hosp some time later. The pt collapsed again at the hosp while waiting to be seen. During resuscitation attempts on a pt, the user got multiple "no shock delivered" messages and 2 shocks delivered. The pt jumped when the discharged button was pressed in each case. The user were unaware that some shocks were not delivered. The customer reported that the pt has some neurological deficit.